Event description:
It was reported via clinic notes that the pt was experiencing an increase in seizures in (B)(6) 2008. Per notes, the pt has continued to have frequent seizures since vns placement, but the father felt they were worse over a few weeks in (B)(6). Per clinic notes, the pt also had some seizures during the previous four to six weeks in the daytime which is unusual for him. In (B)(6), he had one to eleven seizures per day, in (B)(6), he had one to seven seizures per day, in (B)(6), zero to six seizures per day and in (B)(6) two to ten seizures per day. They are his usual complex partial seizures. Per physician, overall he is stable, but it is concerning that he is having a bit more seizures recently. However, there are limited options because he is on his maximal tolerated doses of medications. In the meantime, the physician tried to advance his vagal nerve cycle time again. Per notes, after checking the device and ensuring it was functioning well, the on and off time were adjusted.